Manufacturer narrative:
Per the manufacturer's sales representative, the user facility's bmet repaired the ccm by replacing the hard disk drive (hdd) and coin battery.

Event description:
The user facility's biomedical technician (bmet) reported that during preventive maintenance (pm) of the device, the central control monitor (ccm) displayed a 'computer needs service' message. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed via the data logs. Per data log analysis, on 10-jul-2020 the system computer needs service is likely caused by cable bus interface. There were two issues also found, first issue is there was a date change after the last normal shut down 6/30/2017 1:11:0, during the next power up the system rest the date to 1/1/2003. Second issue is, there was a lanif log shows multiple ewrn error. Ewrn message is a communication error which can cause system computer needs service if there are multiple errors. The service repair technician was unable to duplicate the complaint. The central control monitor (ccm) displayed no error message during testing. The unit operated tot eh manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: h3 and h6. During laboratory analysis, the product surveillance technician (pst) observed the central control monitor (ccm) to function as intended. With a total of 30 power resets, under ambient and cold conditions and no 'computer need service' messages were observed.